Event description:
Pt admitted through ed with stemi, treated with asa 325mg, heparin bolus, and plavix 600mg; and taken emergently to the ccl. Films reveal 100% occluded proximal lad filling defect consistent with thrombus at site of occlusion. Apex 2.5x15 to dilate and restored timi I flow. Export catheter used for thrombectomy. Apex to further dilate. A 3.5x15 xience v otw deployed. Films reveal brisk distal flow. Pt to ccu at 0935. At 0950 pt c/o 8/10 chest pain same as upon arrival to ed. EKG done at 1015 and shows st elevation in multiple leads. Pt returned to ccl at 1028. Films reveal 100% in-stent thrombotic occlusion of proximal lad. Before recanalization could be achieved, v-fib observed and pt defibrillated successfully. Export catheter used for thrombectomy, 2.5x15 voyager to distal end of stent, 3.0x8 xience v deployed there, 3.5x8 xience v deployed at proximal edge of original stent, 3.5x8 balloon from deployed stent to post dilate. Films reveal brisk flow. Pt returned to ccu with integrilin drip infusing.